Event description:
It was reported that after undergoing a battery replacement the patient was taken to the ER due to drainage. There was noted to be a tiny opening at the margin of the incision and a fluctuant area over the neck. The patient then underwent surgery for debridement of the skin and subcutaneous tissue. It was noted that the patient presented with swelling at the generator site and had a wound over their neck and chest wall. There was no evident of an infection. Device history records were reviewed for the generator and lead. Both devices were confirmed to have been hp sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. This report captures the events associated with the lead occurring at the neck site. MFR report # 1644487-2025-10329 captures the events associated with the generator occurring at the chest site. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿drainage¿ is not available.

Event description:
Additional information received noting that the reported events are related to patient manipulation. This report captures the events associated with the lead occurring at the neck site. MFR report # 1644487-2025-10329 captures the events associated with the generator occurring at the chest site.